Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to out of phase motor encoder signal.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. The customer stated that the insulin pump alarmed motor error after rewind. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.